Event description:
It was reported "2 accucath were bent in packages. Lot# for one is rehs3763." No other information was provided. It was reported this occurred with two devices. This report addresses the first device. 01/23/2024: the returned device exhibited a bend at the base.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle is confirmed; however, the root cause could not be determined. One photograph of an accucath ace was returned for evaluation. An initial visual observation of the photograph showed the needle with the catheter slightly advanced was bent at the base. The guidewire was advanced past the needle tip. The spring of the safety mechanism was observed to be compressed. No use residue or other details of the damage could be seen on the sample in the returned photograph. This complaint will be recorded for future trending and monitoring purposes.